Event description:
It was reported that the right ventricular (rv) lead had alerts for the defibrillation and superior vena cava (svc) coil impedances increasing and being out of range. Reprogramming was going to be done to better monitor the rv lead which remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d294drg, implantable cardioverter defibrillator, (B)(6) 2009; 5076, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range with svc defib impedance rises to greater than 120 ohm on (B)(4) 2013. Also, analysis of the device memory indicated a lead impedance out of range alert with an out of tolerance subthreshold lead impedance alert was recorded on (B)(4) 2013. This device was included in a field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.